Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that it was suspected that the left ventricular (lv) lead micro-dislodged. The lv lead was repositioned and remains in use. During the procedure to revise the lv lead, the physician tried to reconnect the lead to the lv port but the screwdriver did not fit the setscrew hole. After many attempts, a new screwdriver was used and tried on another port with no problems. The physician decided to change to a new device. All leads connected to all ports without problem. The new device was implanted. No patient complications have been reported as a result of this event.